Event description:
(B)(4) rec'd a telephone call from (B)(6), from (B)(6). She indicated that the hospital ran two "wash only" cycles on two separate colonoscopes used on two pts, w/o the scopes being high-level disinfected. The hospital indicated that the two scopes in question were pre-cleaned in the procedure room, followed with manual cleaning, leak testing, plunged with detergent and h2o, via scope buddy, washed in the system 83 and flushed with alcohol. However, the scopes were not exposed to a high-level disinfectant there is a potential "low" risk of exposure to vegetative bacteria and fungi and a breach within the system 83 specifications and procedures. Custom has provided a risk assessment and screen shot of the "wash-only" warning and is included with this filing.